Event description:
It was reported that a vessel perforation occurred during an aortic dilatation procedure. The physician started by crimping a non-bsc stent on an xxl balloon outside the patient. The physician inflated the xxl balloon inside the patient, but the balloon didn't inflate uniformly. A perforation of the aorta occurred. The patient went to surgery and the physician removed the stent and the xxl balloon, he treated the lesion by removing all the calcification and he deployed an unspecified stent. The patient's status was reported as fine but the day after the procedure the patient suffered ischemia of the legs. The patient was hospitalized for 15 days.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vessel perforation occurred during an aortic dilatation procedure. The physician started by crimping a non-bsc stent on an xxl balloon outside the patient. The physician inflated the xxl balloon inside the patient, but the balloon didn't inflate uniformly. A perforation of the aorta occurred. The patient went to surgery and the physician removed the stent and the xxl balloon, he treated the lesion by removing all the calcification and he deployed an unspecified stent. The patient's status was reported as fine but the day after the procedure, the patient suffered ischemia of the legs. The patient was hospitalized for 15 days.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).